Event description:
It was reported that balloon rupture occurred. The patient presented with critical limb-threatening ischemia (clti) and underwent endovascular therapy (evt). The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified posterior tibial artery (pta). A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 9 atmospheres for 40 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and patient condition was good.